Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. An evaluation of the complaint sample could not be performed due to the sample being unavailable. A search of the complaint handling database confirmed there have been no similar reports for the reported part/lot combination. A review of the device history record revealed no related issues during the manufacturing process. Based on the available information and with no return of the actual device no conclusion could be drawn regarding the cause of the event. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation (B)(4) has been referenced. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported deployment difficulties with the angio-seal device. The following information was provided by the user facility: the surgical device failed to close and required surgical intervention to retrieve.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. Without the returned device, the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.